Event description:
The customer reported receiving erroneous errors stating not enough volume in reagent vial. No erroneous test results were reported. There was no report of harm as a result of this event.

Manufacturer narrative:
Investigation into this event found crystallization on the outside of the dilution cup, and a drop of fluid on the foot. Customer was unable to find source of fluid drip. A field engineer performed maintenance on the analyzer. Though the service actions have restored the analyzer to expected operation, the root cause of the event is unk.